Event description:
It was reported that this implantable pacemaker was explanted due to entering in safety mode. Additionally, this device had exhibited pacing inhibition and the patient experienced a syncope episode. Another device was implanted instead. This device is expected to be returned for analysis. No further adverse patient effects were reported.